Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the generator displayed an error message, was confirmed. Upon evaluation it was found that the generator displayed error code : 200. Further, the mounting foot was found to be missing. The service of the device was however declined and was placed into long-term hold as it was not needed for the equipment exchange pool use. The missing mounting foot is most likely a result of user mishandling of the device. However, given the information provided, we cannot discern a definitive root cause of the error code displayed by the device. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformance were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during an unknown procedure on (B)(6) 2021, it was observed that the vapr vue generator device displayed an unspecified error message. During in-house engineering evaluation, it was determined that the device displayed error code: 200. Another like device was used to complete the procedure. No patient consequences or surgical delay reported. No additional information was provided.